Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "black stains such as mold were confirmed in the shrink wrapping".

Event description:
Healthcare provider reporter "black stains such as mold were confirmed in the shrink wrapping". The device was not implanted.